Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the device did not take up the tissue correctly. Another device was used to complete the casee. There were no adverse consequences to the pt.